Manufacturer narrative:
This report is submitted on march 26, 2024.

Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with antibiotics (specific date, type, and duration not reported). Additional information has been requested but has not been made available as of the date of this report.